Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00010 on (B)(6) 2020. Additional information ((B)(6) 2020): a possible cause of the issue is that the advia autoslide timed out before the sample was aspirated by the advia autoslide but after the barcode was read by the advia 2120i hematology system. In this case the sample would be flagged in the slide log, prompting the user to take action. On the date of the event, the sample was flagged in the slide log. The cause of the slide being mislabeled could not be determined. The system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a slide was mislabeled with the incorrect sample ID by an advia autoslide system. Siemens is investigating the issue.

Event description:
A slide made from a tube with sample ID (B)(6) was mislabeled as sample ID (B)(6) by an advia autoslide system. The manual differential count obtained for the mislabeled slide did not match the differential results obtained on an advia 2120i hematology system for sample ID (B)(6). The discordant results were not reported to the physician(s). Two new slides were produced with the tube with sample ID (B)(6), and the results matched the differential results obtained the advia 2120i hematology system. These correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the mislabeled slide.